Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.